Manufacturer narrative:
Pump passed the self test and displacement test. No moisture damage in the electronics, motor, vibrator, battery tube and keypad assembly during visual inspection. Pump received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump exposed to fluid. The customer¿s blood glucose level was 233 mg/dl. The customer was assisted with troubleshooting and noticed that the insulin pump was not able to turn on due to water in battery compartment. The customer also stated that they were unable to perform self test. The customer stated that the o ring is in place. The insulin pump will be returned for analysis.